Manufacturer narrative:
Concomitant product(s): a 6947 lead, implanted: (B)(6) 2011; 5076 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual rise in threshold measurements with diaphragmatic stimulation also being present. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.